Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. No return patient sample was available. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within expected limits. Labeling was reviewed and found to be adequate. This event appears to be a sample specific issue, resolved by the customer through reanalysis of the sample. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated creatinine results on the architect c8000 analyzer. The following data was provided for a (B)(6)-year old male patient: sid (B)(6) initial 4.43, repeated with a new sample one hour later as 0.93 mg/dl. Original sample was rerun as 1.03 mg/dl. The patient was admitted for observation, however no treatment was provided and no negative impact to patient management was reported.